Event description:
This case, reported by a consumer, concerns a pt who experienced high blood sugars. The pt was taking human regular insulin (humulin r) and human insulin isophane suspension (humulin n) for treatment of diabetes. It is not known if the pt was taking any other medication. In 2000, eleven years after beginning human regular insulin three to four times daily and human insulin isophane suspension 18 units at bedtime, the pt experienced high blood sugars (up to 30 mmol/liter) that lasted for four days. For the last two years, the pt had been using two pen injector devices to administer insulin. Upon discovery of the high blood sugars, the pt stopped using the pens and bought syringes and insulin in vial format. Pt's blood sugars returned to normal. The pt reportedly does not always prime pens before usage and sometimes stores them in the refrigerator. The pt does not remember the pens being dropped on anything harder than carpeted floors. The pt continues to take human regular insulin and human insulin isophane suspension. The pens have not been returned for investigation. No further info is expected. Update 3/29/2001: upon review of this case it was noted to add a second pen injector device. It was also noted that both pens are not reportable malfunctions. Update 4/10/2001: associated event with devices, added preliminary comments that pens have not been returned, updated narrative.